Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed on the tubing of a small volume intermate. This was identified during admixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from february 20, 2019 - february 21, 2019. The actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed a blue particle, measured to be 0.25 square mm in size, located inside the tubing line. The blue particle was not embedded in the material of the tubing line and it was not moving inside the tubing line due to the large size. An ftir spectroscopy test was attempted, but the blue particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the blue particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.